Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. Customer received a reading of 57 mg/dl on the sensor compared to a reading of 130 mg/dl obtained on the competitor brand meter. Customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). It was unknown if the customer experienced any symptoms and received an unspecified treatment from a third-party. Customer refused to provide additional information related to treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical and stability were reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and libre sensors, no trends were identified that would indicate any product related issues. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event all pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. Section d4 (serial number) was updated from (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. Customer received a reading of 57 mg/dl on the sensor compared to a reading of 130 mg/dl obtained on the competitor brand meter. Customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). It was unknown if the customer experienced any symptoms and received an unspecified treatment from a third-party. Customer refused to provide additional information related to treatment. There was no report of death or permanent impairment associated with this event.